Event description:
Physician intended to use an endeavor resolute rx drug eluting stent to treat an 18 mm lesion in the rca vessel. Target lesion exhibited severe calcification and 90% stenosis. It is reported that the stent could not pass the lesion and on examination it was noticed a strut on the stent was damaged. Force had been used to deliver the device to the target lesion. Difficulty was also experienced during the removal of the device. There were no issues noted during device inspection or preparation prior to use. The procedure was completed using another unknown stent. No reported patient complications. Please note that this device (endeavor resolute rx) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the hypotube was kinked approx. 35.7cm distal to the end of the strain relief. The distal tip was pinched and flared. The stent was positioned correctly between the inner shaft markers as per specification requirements. The 6th, 9th, 12th and 15th proximal stent segments were deformed.

Manufacturer narrative:
Evaluation results: (root cause could not be identified). Inherent risk of procedure (failure to deliver the stent and stent deformation). No results available since no evaluation was performed (device or procedural images were not returned for review). Patient¿s condition affected effectiveness of device (target lesion exhibited 90% stenosis and severe calcification). Evaluation conclusions: (root cause could not be identified). Inherent risk of procedure (failure to deliver the stent and stent deformation). Unable to confirm complaint (device or procedural images were not returned for review). Device failure related to patient condition (target lesion exhibited 90% stenosis and severe calcification). (B)(4).